Manufacturer narrative:
It was reported that a patient underwent an atrioventricular nodal re-entrant tachycardia (avnrt) ablation procedure with a thermocool smarttouch sf and there was a "high temperature" error and the catheter was not irrigating properly, the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, temperature, impedance and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. A temperature and impedance test was performed, and "high temperature" error appeared due to the catheter not irrigating. The device was dissected and the resistance of the thermocouples was measured and it was found within specifications, the tip was also dissected and an occlusion of reddish material was observed in the irrigation tube. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The occlusion observed could be related to the high temperature and the irrigation issues reported by the customer, the complaint was confirmed. The occlusion could be related to the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal re-entrant tachycardia (avnrt) ablation procedure with a thermocool smarttouch sf and the catheter was not irrigating properly. It was reported that the ngen¿ generator displayed a "high temperature" error (code unknown) when going on ablation. They removed the catheter from the body and they noticed the catheter was not irrigating properly. It occurred when flushing manually and when using the pump. When the catheter was replaced, the issue resolved. The catheter was brand new and not reprocessed. No adverse patient consequence was reported. The high temperature issue is not MDR reportable.